Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced a hypoglycemic event which caused her to fall and break the insulin pump. The blood glucose reading was 37 mg/dl. This was due to not eating enough.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. We were unable to perform functional test due to display anomaly. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.